Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the carrier shaft was malfunctioning and would not allow drill bits or gauges to be inserted into the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from that the drill bit devices could not be inserted into the quick coupling device. According to the report, there was an unspecified issue with the collar or the device as the user could not insert any size drill bit device into the device. During an in-house engineering evaluation, it was observed that the carrier shaft was malfunctioning and would not allow drill bits or gauges to be inserted into the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.